Event description:
It was reported that during an unknown procedure the reload did not fit, it became loose. The product was replaced to finish the surgery. There were no patient consequences.

Manufacturer narrative:
(B)(4), date sent 1/21/2025, d4 batch #933a18. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45b reload was returned unfired with the one pieces sled partially out of position and with an open package. In addition, 1 double driver loose, 1 single driver missing & 1 double driver missing making the reload non-functional. No functional test was performed due the condition of the reload. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. It is possible that the condition noted on the drivers was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 933a18, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.